Event description:
A customer contacted baxter's global technical service center to request assistance with repriming the machine during initial drain. The patient was connected. The technical service representative (tsr) explained he had air in the patient line. The tsr helped the home patient (hp) end therapy and informed him to start over again using new supplies. On (B)(6) 2010, product surveillance contacted the patient regarding priming the line with air. The patient stated that he had air in the line and claims he had shoulder pain with this event. The patient stated that he saw his nephrologist and was prescribed darvocet. The patient also stated that he discarded the sample and does not know the lot number. Furthermore the patient stated that he switched to manual therapy because he is having some internal catheter issues. Follow up with the nurse revealed that the patient is new to dialysis and is frustrated with the disease and the dialysis process. The nurse stated that the patient was having internal catheter issues. Furthermore, the nurse stated that she could not say if the event of air was related to the patient's shoulder pain.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint regarding re-priming the patient line was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. One potential cause can be raising the patient connector above the level of the solution in the heater bag. The second potential cause can be failing to open the clamp on patient line. Also, the potential cause can be obstructions in the fluid path of the heater line, patient line, extension line, or the cassette fluid paths between the heater line and patient line ports during the time prime interval. This review finds the labeling adequate for the potential use error(s) in the complaint. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.